Manufacturer narrative:
Natus medical tech support found the product was not within intensity specification. Tech support with the user over the phone was able to adjust the unit within specification (using an ohmeda biliblanket meter ii) in accordance with the neoblue service manual (001320 rev. K); by adjusting the potentiometers to increase the intensity. Therefore no further examination or testing is required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their new neoblue 3 had low intensity. The customer confirmed that measurements were taken according to the service manual with a ohmeda bili-blanket meter ii. No prior intensity adjustments were made to the unit. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.